Event description:
Correction: patient was not symptomatic and not dependent.

Event description:
It was reported that loss of capture was suspected. Review of emgs confirmed intermittent capture. Patient was not asymptomatic and not dependant. When patient returns for follow up, a capture test will be performed. Device remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.